Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly and cosmetic damage. The customer¿s current blood glucose level was unknown at the time of the incident. The customer reported the return button does not work and the battery compartment is cracked. The customer did not troubleshoot the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: unit failed leak test at cracked case at battery tube side. Unit had blank display due to corroded battery tube. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test or verify unresponsive buttons due to blank display. Found the keypad connector was properly locked. However, the keypad traces was corroded. The electronic assembly and motor had moisture damage. Unit also had cracked battery tube threads, minor scratched display window, missing display window cover, scratched case, missing serial number label, peeling keypad overlay, pillowing keypad overlay and cracked keypad overlay at the select button.